Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device separated in two. The following information was provided by the initial reporter, translated from french to english: when disconnecting the patient's line with the dialyzer lines, the q-syte separated in two, one part remained on the patient's line and the other part with the valve on the line.

Manufacturer narrative:
Initial reporter email address: (B)(6). Initial reporter phone #: (B)(6). Initial reporter address 1: (B)(6). Medical device expiration date: unknown . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device separated in two. The following information was provided by the initial reporter, translated from french to english: when disconnecting the patient's line with the dialyzer lines, the q-syte separated in two, one part remained on the patient's line and the other part with the valve on the line.

Manufacturer narrative:
Investigation summary; bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 16-aug-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed q-syte closed luer device. Through the visual analysis damage to the top body of the device was observed along with pieces that seemed to be chipped off. This indicated there had to be an excessive amount of force to crack or damage the device before it eventually broke completely. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. In manufacturing during top body loading, it is possible for the top body to be damaged due to improper set up alignment. However, there are constant operator checks for damage and checks for weld strength to mitigate the occurrence of this defect. Since the defect was discovered during use, it is also possible that it occurred in the user environment. If the user applied enough pressure during tightening the device, it may have caused the device to crack. Since the defect was reported to have been discovered after disconnecting it, this possibility cannot be ruled out. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device separated in two. The following information was provided by the initial reporter, translated from french to english: when disconnecting the patient's line with the dialyzer lines, the q-syte separated in two, one part remained on the patient's line and the other part with the valve on the line.